Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were reports of pacing inhibition with this device. Boston scientific technical services was contacted to review device data, however there were no events available for review. Technical services reviewed the presenting electrogram (egm) instead and saw right ventricular (rv) lead pacing and sensing. Information indicates the device is operating as programmed. Additional information was sought, unsuccessfully. There have been no adverse patient effects. The device remains in service.